Manufacturer narrative:
(B)(4).

Event description:
It was reported that from the beginning, while using the side-firing surgical fiber during a prostate procedure, the fiber output beam was observed to fire directly axial from the fiber tip (forward-fire). The method used to complete the procedure was not reported. There was no patient injury reported.